Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204-belt unusable) has been confirmed. Upon investigation, the electrode belt was intermittently unable to communicate with a monitor. The cause for the failure was isolated to corrupted u713 programming. The root cause for the corrupted u713 programming could not be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving service code 204 (belt unusable).